Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: yellow introducer broke in a patients back.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible. The actual defective device is a valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. B. Braun products are packaged according to blueprint specifications, with inspections conducted to identify any defects or deviations from the drawings (e.g., embedded particles, dirt, missing or incorrectly assembled components, etc.). Additionally, incoming, in-process, and final functional inspections are performed throughout the manufacturing of both components and finished goods. User should refer to instructions for use for kit and component warnings and cautions. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.